Manufacturer narrative:
Concomitant medical products: lf5637, ligasure lf5637 retractable l hook, (lot #41220384x) lf5637, ligasure lf5637 retractable l hook, (lot #41220384x) lf5637, ligasure lf5637 retractable l hook, (lot #41220384x) vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during vats (video-assisted thoracoscopic surgery) lobectomy, the first one of the four instruments, nurse noticed the jaw was broken and was hanging on by a wire in the package. The next three of the same lot broke off in the patient, but did not fall in the patient. Another handpiece worked fine with the same generator. There was no patient injury.